Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captiva stent graft system was implanted in a patient for the endovascular treatment of a 66mm thoracic aortic aneurysm. It was reported that during the index procedure it was attempted to deliver the device vamf4242c200tj via femoral access. However, the artifical blood vessel that had been previously implanted in the patient has become hard and the delivery system could only reach halfway. It was attempted to push the delivery system further but as a result the external iliac artery (eia) ruptured. The device was successfully removed. It was noted that the outer sheath of the delivery system had become deformed during the attempted insertion, due to excessive stress placed on the device, and the device and it was unable to be used again. The patient¿s blood pressure dropped sharply when the rupture occurred but was controlled by insertion of an occlusion balloon to block the vessel. After the patient¿s blood pressure was stabilized a laparotomy was performed and the ruptured eia was repaired. The tevar was then completed successfully and no endoleaks were noted on the final angiogram. As per the physician, the cause of the event was due to the patient¿s vessel morphology. As the abdominal aorta has already been replaced with an artificial blood vessel and this had become hard the force of pushing the delivery system led to excessive force on the external iliac artery leading to the rupture. No additional clinical sequelae were reported and the patient is fine.